Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries, had scratches and damages on the display, had rainbow effect making it hard to read, had connectivity issues with meter and continuous glucose monitoring system, insulin leaked twice, had to rewind more than once and was slower, had insulin pump error alarms and buttons were not responding when first pressed and git stuck down when they pressed them. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.